Event description:
The pump was returned after the patient passed away from a non-device related cause (metastatic cancer).

Manufacturer narrative:
Section a1: patient's information cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. This information should have been redacted from the initial report. Manufacturer's investigation conclusion: examination of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed thrombus formations in the inlet stator and outlet stator. (B)(6) was returned with the driveline fully intact. The sealed inflow conduit (inlet extension, flex section, and inlet elbow) were returned attached to the outlet port. The sealed outflow graft, outflow graft bend relief were returned attached to the outlet elbow. The bend relief collar was properly secured surrounding the outlet graft bend relief and graft attachment hardware. The outlet elbow was properly secured to the outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a red, tissue-like deposition surrounding the inlet bearing ball and bearing cup and extending within the vanes of the inlet stator which appeared to partially occlude the blood pathway. The deposition presented with laminated layering which indicated that it likely formed surrounding the inlet bearing ball and cup; however, the exact duration for which it was present within the device could not conclusively be determined through this evaluation. Examination of the proximal side of the outlet stator revealed a red, tissue-like deposition that surrounding the outlet bearing ball and cup and extended within the vanes of the stator which appeared to partially occlude the blood pathway. The deposition lacked laminated layering which suggests that it did not likely form in this area; however, the origin of the deposition and the exact duration for which it was present within the device could not conclusively be determined through this evaluation. Upon removal of the observed depositions, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 10mar2014. The heartmate ii lvas and heartmate ii lvas patient handbook are currently available. Section 1 entitled ¿introduction¿ lists pump thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. Section 6 (under "anticoagulation") also outlines the suggested anticoagulation regimen and inr range that should be maintained for patients using the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
During the evaluation of the returned vad-14657, there was an incidental finding of a thrombus in the device.